Event description:
Device returned to manufacturer for analysis with report of "possible roller stall - confirmed with fluoro." Followup with hcp revealed patient had experienced increased pain which was not responsive to increase of the intrathecal dose of medication. Fluoroscopy was conducted and no rotor movement was evident. Patient was covered with oral medications until surgery scheduled. Pump replaced and patient has recovered with no ill effects.